Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: 1.3.2. A medtronic representative went to the site to test the equipment. Testing revealed software failure. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that intra-operatively, the site got an internal error 64. After rebooting the system, the system functioned normally.  The procedure was completed using the system and there was no reported impact to patient outcome. There was no reported surgical delay. Additional information received from a manufacturer representative reported that the delay was five minutes. This error occurred right after registration.